Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a balloon dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure the syringe gauge failed to provide a reading when pressure was applied while inflating the balloon. The gauge was reading inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that there were no issues noted. Functional examination was carried out by performing the syringe gauge leak test, and it was noted that the needle of the gauge did not increase while increasing the pressure. The reported event of gauge reading inaccurate was confirmed as the needle of the pressure gauge did not move during functional testing. It is possible that the complaint unit was damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. Handling damage is the most probable root cause of this complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a balloon dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure the syringe gauge failed to provide a reading when pressure was applied while inflating the balloon. The gauge was reading inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.